Event description:
Davinci mega suturecut needle driver wire snapped while in use. All pieces retrieved, removed and instrument replaced with no delay or harm to patient. Refer to additional documents in i2k.